Event description:
It was reported that a user experienced hyperglycemia to 201 mg/dl after a typical meal while using the ilet, followed by an automated correction and a subsequent downward trend to approximately 70 mg/dl with a low alert noted by the user at a later time, with no alarms otherwise reported and no symptoms. Symptoms included none. Outcomes included no medical intervention and no hospitalization. Investigation included complaint intake, user education, and troubleshooting that advised the user to consult a healthcare provider for potential pump setting review. Investigation of this case revealed no device malfunction or component failure was identified, and the cause of the hyperglycemia followed by a downward trend remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.